Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 351 mg/dl, and the meter bg reading was 286 mg/dl and the customer stated previous readings were "about 40 points off". No additional patient or event information was available. Tandem technical support instructed the customer to perform calibrations to resolve the reported issue.